Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the customer was experiencing high blood glucose levels (400 mg/dl). Customer took a corrective bolus through a syringe to stabilize her blood glucose levels.